Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient had unrelated knee surgery on the monday prior to report and was given general anesthesia. The patient had been implanted for target symptoms of urinary retention and leakage. Since the surgery the patient's bladder had been acting sluggish and the patient's retention had returned. Patient had not been fully emptying their bladder. No programming changes had been made. The caller was assisted in syncing with the ins. Caller verified the stimulation was on program 1 at 2.0v. The caller asked if they should change to another program and was redirected to the healthcare provider. It was reported the patient experienced a sudden return of urinary retention. No further complications were reported or anticipated.